Event description:
A surgeon reported that a haptic on an intraocular lens (iol) became kinked in the cartridge of the iol delivery system. The incision was enlarged to accomodate removal from the eye.